Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedances. The impedances were noted to be gradually increasing. Technical services (ts) recommended considering increasing the upper limit alert for the device and continue to monitor. This rv lead remains in service. No adverse patient effects were reported.